Event description:
It was reported that the holster has a broken connection on the blue and green cables. It was also reported that multiple error codes are occurring during the procedure. It was not reported how the procedure was completed. There have been no patient consequences reported.

Manufacturer narrative:
(B)(4). Evaluation summary - based on analysis results, the complaint is now determined to be a MDR malfunction. The analysis site confirmed the customer complaint. The rotational and translational cables were damaged causing connection issues to the control module. To correct the issue, the analysis site replaced the rotational and translational cables. After servicing, the unit passed all qa testing procedures. The device history record has been reviewed via the database. The unit has passed all qa inspections. Complaint information is trended on a regular basis to determine if further investigation is warranted.